Event description:
During a coil embolization procedure of the left internal iliac artery, the product (trufill dcs) was inserted into the microcatheter (excelsior/boston) and was advanced to the lesion over the guidewire through the guiding catheter (envoy, 6f/cat and lot: unknown), but there was a resistance between the product and the microcatheter. After removal of the trufill system, the coil had a wavy tip. There was no information how the procedure was completed. The product was clinically used without any adverse consequence to the patient. The product will be returned for analysis.

Manufacturer narrative:
After removal from the package, all the products were undamaged. Prior to inserting in the patient, all the products were undamaged. All the products were prep per IFU guidelines, and all the products were new. When the resistance/friction was noted, advancing was immediately stopped. After the resistance was noted, the (mc) microcatheter was not kink, bend or have any other type of damaged. After removing the coil system, the distal tip of the coil, was not kinked, bend, stretched, elongated or out of shape, it was wavy. The report indicated that the tip was wavy/damaged. Prior to the event, two other coils went through the same mc (gdc, 9x30mm/dcs, 7x21mm). Constant flush was maintained in the mc. No additional information was available. The product was received for analysis, but the assessment has not been completed. Additional information will be submitted within 30 days upon receipt.